Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. Photographs of the water leak were provided by the hospital. Results: the complaint chamber was returned with a knot on the feedset tube. After undoing the knot, a tear was found on the feedset tube. Visual inspection of the water bag spike revealed that a sufficient amount of glue was present around the spike tubing connection. Visual inspection of the provided photographs revealed that a drop of water can be seen at the connection between the feedset tube and spike. A lot check revealed no other complaints of this nature for lot number 111020. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. It is possible that the glue at the spike tubing connection did not bond properly. We were unable to determine the cause of the leak on the returned mr290 chamber. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the mr290 chamber was within specification prior to being released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak was found at the connection part between the feedset line and spike of an mr290 autofeed humidification chamber. This was found prior to patient use.